Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing and noise. The patient expired during lead extraction due to complications from the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was recieved.